Event description:
The navigation was off during surgery and some screws were misplaced.

Manufacturer narrative:
This is being reported for a problem found earlier. Investigation revealed that there was no system malfunction. A root cause could not be determined due to insufficient information. The software case logs could not be obtained after multiple good faith attempts. The user reported that navigation was inaccurate and they missed screws because of it. There was no reported adverse effect to the patient. The observed overall risk level is low which does not exceed the observed anticipated risk level. Therefore, the overall risk of the system has been maintained. The cause of the reported issue can be traced to user technique.